Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)') in an adult female patient who had essure (ess205) (batch no. 621672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included previous caesarean section. Concurrent conditions included hypertension, pelvic pain and adhesion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("tummy hasn't went down all swollen"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache"), nervous system disorder ("neuro condition/problem") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), bila. Salpingectomy, additional surgeries: (B)(6) 2018, repeat/multiple surgeries). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, female sexual dysfunction, dyspareunia and menorrhagia had resolved, the abdominal distension had not resolved and the psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia, hormone level abnormal, migraine, headache, nervous system disorder, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, psychological trauma, tooth disorder, urinary tract disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4) discrepancy noted in insertion date- (B)(6) 1985, (B)(6) 2006, (B)(6) 2006. Patient received treatment for- apareunia, dysmenorrhea, dyspareunia, menorrhagia, dental problems, fatigue, hair loss, hormonal changes, migraines, headaches, neuro condition/problem and weight gain. Complications during removal surgery?- repeat/multiple surgeries. Date of additional surgeries: (B)(6) 2018. Type of additional surgeries: hysterectomy (full). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc:(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)') in an adult female patient who had essure (ess205) (batch no. 621672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included c-section. Concurrent conditions included hypertension, pelvic pain and adhesion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("tummy hasn't went down all swollen"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache"), nervous system disorder ("neuro condition/problem") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), bila. Salpingectomy, additional surgeries: (B)(6) 2018, repeat/multiple surgeries). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, female sexual dysfunction, dyspareunia and menorrhagia had resolved, the abdominal distension had not resolved and the psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia, hormone level abnormal, migraine, headache, nervous system disorder, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, psychological trauma, tooth disorder, urinary tract disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4) discrepancy noted in insertion date- (B)(6) 1985, (B)(6) 2006, (B)(6) 2006. Patient received treatment for- apareunia, dysmenorrhea, dyspareunia, menorrhagia, dental problems, fatigue, hair loss, hormonal changes, migraines, headaches, neuro condit/problem and weight gain. Complications during removal surgery?- repeat/multiple surgeries. Date of additional surgeries: (B)(6) 2018. Type of additional surgeries: hysterectomy (full). Most recent follow-up information incorporated above includes: on 2-nov-2020: medical record received. Lot number, reporters information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea(cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("tummy hasn't went down all swollen"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headache"), nervous system disorder ("neuro condit / problem") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), additional surgeries: (B)(6) 2018, repeat / multiple surgeries). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, female sexual dysfunction, dyspareunia and menorrhagia had resolved, the abdominal distension had not resolved and the psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia, hormone level abnormal, migraine, headache, nervous system disorder, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nervous system disorder, psychological trauma, tooth disorder, urinary tract disorder, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: cross referenced with plaintiff case number : (B)(4). Discrepancy noted in insertion date- (B)(6) 1985, (B)(6) 2006. Patient received treatment for- apareunia, dysmenorrhea, dyspareunia, menorrhagia, dental problems, fatigue, hair loss, hormonal changes, migraines, headaches, neuro condit / problem and weight gain. Complications during removal surgery? Repeat / multiple surgeries. Date of additional surgeries: (B)(6) 2018. Type of additional surgeries: hysterectomy (full). Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- new events dysmenorrhea(cramping), apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psychological injuries, bladder problems, urinary problems, vaginal infections, dental problems, fatigue, hair loss, hormonal changes, migraines, headache, neuro condit / problem, weight gain and she did not undergone essure confirmation test were added. Patient information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.